Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and swelling around the implant site. The patient was prescribed oral antibiotics on (B)(6) 2015 (duration not reported). The patient underwent a surgical procedure on (B)(6) 2015 to thin skin tissue around the implant site. On (B)(6) 2015 the patient underwent a second procedure to thin skin tissue. The implanted device remains.